Event description:
It was reported that the user experienced hyperglycemia with a fingerstick blood glucose of 300 mg/dl after disconnecting from the ilet to charge the device and consuming an unannounced meal; the user later reconnected and was educated that the ilet can be charged while connected and that automated correction would address the elevated glucose. Investigation included user interview, device use review, and troubleshooting and education. Further investigation of this case revealed user error related to device handling during charging and meal announcement while disconnected. Symptoms included elevated blood glucose without reported adverse clinical effects. Outcomes included successful return of glucose to range after reconnection, with no medical intervention or hospitalization. It was concluded that the event was consistent with hyperglycemia due to use error, and device function was not confirmed to be faulty. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.